Event description:
It was observed that during the device evaluation, the camera head had a cable with a cut and the device failed the leak test. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ (no) and e3: occupation ¿ non-health care professional. The device evaluation found the following reportable findings: cable with a cut and the device failed the leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty charged coupler device a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.